Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the sensor was indicating false readings. The insulin pump would go into threshold suspend, which is set to 60 mg/dl. Customer would check blood glucose and it would not be low. Customer states the issues tends to occur at night and does not happen with all the sensors. Customer would calibrate the sensor and it would take care of the issue. Only one time customer turned the sensor feature off then turned it one and that also fixed the problem. Customer blood glucose then was 130 mg/dl and sensor was reading 70 mg/dl. Issues might have occurred once in october. Most recent issue occurred two or three weeks prior from report. No further information reported.